Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed food, but incorrectly overestimated the amount of consumed carbohydrates in the bolus menu. Blood glucose level was between 50-60 (mg/dl). Carbohydrates were consumed to treat low bg level.